Manufacturer narrative:
Batch record review of reported lot and retain evaluation were performed; all results within specification.

Event description:
Our office in another country received information that a male patient experienced blurred vision, pain and redness while using complete moistureplus with his acuvue 2 week disposable lenses. Patient sought medical treatment; diagnosis provided by patient's mother as an "infection" with corneal "white opacities." He received treatment (type not specified) and has recovered.